Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 malformed clips, then jammed. It is unknown how the case was completed. There was no consequence to pt.